Manufacturer narrative:
Retainer ring = black. On 10/10/2021 the customer reported a critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the upper corner of the left belt clip rail. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing. Attempt to download/upload using crest/thus was successful. The adapt tool in combination with the insulin pump history file reveal that these insulin pump errors which can trigger an open book have occurred at the following times: insulin pump error 3 occurred @ 10/10/2021 20:36; pump error 130 10+ occurrences on 10/10/2021. The adapt tool also lists pump error 43 which occurred on 10/10/2021 @ 20:34, 20:57, 20:57, 20:58, and 21:07. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; electrical board, lcd flex cable terminal; motor flex cable terminal. In summary, the customer¿s report of a critical pump error was not confirmed during testing; however, the device fails due to the moisture damage found inside the case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and a broken force sensor was detected during seating or regular delivery. No harm requiring medical intervention was reported. The device will be returned for analysis.